Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information that the device power supply was sparked and the battery wire was exposed. The patient noticed the wire popped an arc, and there was an odor of burnt wiring. Smoke was observed at the power supply, and the power cord was damaged. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.